Manufacturer narrative:
The device was returned for evaluation. During examination, the channel was found to be restricted and would not allow passage of a brush; the instrument channel was also restricted from kinks observed in the channel; the up/down knob had excess play; the angulation wire had low angulation; the distal end plastic cover was dented; and objective lens was scratched. Further information has been requested from customer regarding this event with no response received. The investigation is ongoing. A supplemental report will be submitted upon completion of investigation.

Event description:
The customer reported that during reprocessing of the evis exera iii colonovideoscope, a cleaning brush got stuck in the scope channel. The customer reported the device was sent to a 3rd party reprocessor (medivators) to do reprocessing. The device was reprocessed by the company and returned to customer. During use with a patient, the operator inserted an instrument into the channel and a cleaning brush fell out. No adverse effects to patient reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to d8. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. The foreign material may not have been removed due to physical damage of the device even if proper reprocessing was conducted. Olympus will continue to monitor field performance for this device.